Event description:
The customer reported via phone call that he was in the process of filling the reservoir and trying to get rid of air bubbles in the reservoir. The customer's blood glucose was unknown. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the air bubbles were champagne sized. The customer was advised that champagne sized bubbles were fine but that bigger bubbles would need to be purged out of the tubing to prevent issues. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.